Event description:
Spontaneous: pt called in while driving and reports pump is beeping with "no disposable". Pt switched to backup pump and had same issue. New cassette was made with pharmacist on phone with her and she is now infusing with no issues. Lot number for cassette is 4219999. Pt also reports she was in emergency room yesterday ((B)(6) 2022) for vomiting. She is still having vomiting issues. Unknown if md is aware. No additional information known at this time. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/;caregiver.